Event description:
It was reported that while unpacking the device, it was noted that the device was damaged. The physician was preparing for a carotid artery stenting procedure. As the physician removed the carotid wallstent monorail 6.0mm x 22mm from the package, it was noted that the stent was in an "expanded state" and "detached". The device was not used. Another of the same device was used to successfully complete the procedure. No pt complications were noted and the pt's status post-procedure is unk.